Manufacturer narrative:
The pse replaced the power cord once customer approval was received. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the power cord on the v60 ventilator exceeded resistance limits during device evaluation. The device was not in clinical use. There was no report of harm. There was no impact to the user. The device did not meet specification for intended use and remained out of service. The customer submitted the device for an unrelated issue and during device evaluation and testing, the pse identified the power cord did not meet manufacturer specifications. The pse determined the power cord required replacement. The customer was advised. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).